Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explant date: (B)(6) 2015. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 17152778/16686658.

Event description:
It was reported that the patient had an infection and the site was unknown. The patient underwent an scs explant procedure. The explanted devices was not returned. No further information could be obtained.